Event description:
On the 11th june 2015, lenstec received via email, a notification stating that the above lens was being returned for the following reason "patient contact, patient had a posterior capsule rupture, so had to remove the lens and replace with a 3 piece lens. Implant/explant date (B)(6) 2015, no pt injury". The following additional information was requested on the 15th june 2015: what instruments were used during the procedure? What was the cause of the posterior capsule rupture? This information was not provided despite three attempts made.